Event description:
The green wings that attach to the huber needle became detached from the needle, leaving only the needle in the port. The needle was removed by the caregiver. The port was reaccessed, flushed, & used approx 2 hrs later without complication. There were multiple; (4) different lot #'s within the house.